Manufacturer narrative:
Due to characters limitations, e1 (initial reporter) is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump (iabp) fiber optic module requires maintenance. There was no patient harm.

Manufacturer narrative:
Updated fields: b4, d9, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) stated customer never responded to request for po for service and case has been cancelled.